Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The inner insulation of the lead was extrinsically breached due to a tear. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.